Event description:
The physician reported that one of his handheld computers stopped working. A company representative went to the office and performed troubleshooting. It was reported that the handheld would not turn on despte having been plugged in and charged all day the day prior. A hard reset was performed which did not resolve the issue. A new programming tablet was provided to the physician. The handheld is expecting to be returned, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.